Event description:
During t2 humeral surgery, the surgeon was drilling the proximal screw hole of the nail. However the drill bit broke. The surgeon removed the tip of the broken drill from bone. There was a mistake in the assembly of drill sleeve.

Manufacturer narrative:
The returned device matched the report and the reported event (¿drill bit was broken¿) was confirmed. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. Moreover, it has to be ascertained that the tip and the cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During t2 humeral surgery, the surgeon was drilling the proximal screw hole of the nail. However the drill bit broke. The surgeon removed the tip of the broken drill from bone. There was a mistake in the assembly of drill sleeve.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.